Manufacturer narrative:
(B)(4) date sent to FDA: 08/10/2020 additional information: d10, h6 h3 analysis summary: received for analysis was an empty opened foil and two sutures pieces of product code j946h, lot pjm554. During visual inspection of the sutures piece, three ends of the sutures piece were observed with elongation due to the stress applied and an end cut was noted. No functional test can be performed due to sample condition. According to the sample condition, it could not be determined what may have caused the reported incident. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please clarify if there were patient consequence? Sales rep called to state there were no patient consequences. (B)(6). A manufacturing record evaluation was performed for the finished device lot (B)(4), and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture was fraying and breaking during use. There were no adverse patient consequences reported. Additional information was requested.